Manufacturer narrative:
The device analysis report is attached. This report is submitted on october 11, 2021.

Manufacturer narrative:
This report is submitted on september 06, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to a non-device related infection. There are no plans to reimplant the patient with a new device as of the date of this report.